Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/07/2017 with the following findings: during investigation, there was no activity relating to the complaint observed in the black box or download history. There was no damage found to the battery compartment or cap. There was no overheating duplicated during testing. The pump¿s electrical current draws were found to be within specification. The pump was opened and there was no damage or evidence of moisture found. Unrelated to the original complaint, the battery compartment was observed to be cracked. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.